Event description:
It was reported the customer's insulin pump had an absence of alarms. Customer's mother believed there was something wrong with the transmitter. Customer's blood glucose was unknown. The mother will call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.